Manufacturer narrative:
Concomitant medical products: product ID 3889-28 lot# va1c0c4 implanted: (B)(6) 2017 product type lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 26-oct-2020, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the caller went to use their pt programmer and saw a por. The caller indicated that they first saw a low battery message and replaced the batteries and are now seeing the por. The caller reported no recent medical tests or emi exposure that they are aware of aside from a trip to the grocery store. Troubleshooting reviewed with the caller that the por can also be encountered due to low battery in the ins. The caller mentioned that the previous device lasted 5 years, and they have had this one about that long. The caller added that they felt a sharp pain in the cheek yesterday that felt like a poking and they were concerned that the lead moved or was poking the nerve. Troubleshooting asked the caller if they had any falls or trauma to think of and they responded that they have not had any falls or trauma recently. The caller was able to turn down the intensity yesterday and it resolved the pain. The patient was redirected to their healthcare provider to further address the issue.